Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported post operative that on post operative check the device showed no atrial sensing and no atrial capture. Chest x-ray verified that the right atrial (ra) lead had moved. The ra lead was repositioned and remains in place. No patient complications have been reported as a result of this event.